Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Additional field information also indicated that ablations were performed with an rf power up to 50w. Tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a redo pulmonary vein isolation procedure, a steam pop followed by a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Using ensite x with the ablation catheter, an anterior line through the scar tissue of the left atrium with hpsd, a steam pop occurred at the antero-septal wall. No impedance drop alert was shown. Hypotension was noted. The procedure was stopped and a transthoracic echocardiogram was done which diagnosed a pericardial effusion, a perforation in the antero-septal in the left atrium. A pericardiocentesis was performed and the patient stabilized.